Event description:
A standard size v care manipulator came apart inside the patient upon strong manipulation by the surgeon. All 3 different parts of the device was retrieved from patient's vaginal orifice. No apparent injury seen in pt during the surgery.this is the 3rd event involving these devices.unable to know if same lot numbers as no packaging was saved from the first 2 events.====================== manufacturer response for v care standard, v care standard======================they are awaiting the return of the 3 devices for evaluation.